Event description:
A vns pt was scheduled for generator replacement surgery due to generator end of service. It was reported on (B)(6) 2011, that the pt's lead was replaced in addition to the generator, but the previous lead was left in place for an unk reason. The return product form was received which revealed that the lead was retained in the pt and the generator was replaced for an unk reason, but the lead was replaced due to lead discontinuity. Follow up with the surgeon's office revealed that the lead was replaced because upon running diagnostics with the newly implanted generator, a low impedance was observed. The impedance was reported as being less than 200 ohms, so new leads were implanted which solved the problem. The diagnostics were ok after full revision. It was also reported that no troubleshooting steps were performed during surgery. Further follow up with the surgeon's office revealed that the pt was experiencing an increase in seizures that are believed to be related to low impedance. No pt manipulation or trauma is believed to have occurred that may have caused or contributed to the low impedance, and no x-rays were taken of the pt's vns prior to surgery. Attempts for add'l info from the neurologist regarding the pt's increased seizures and low impedance have been unsuccessful thus far. The generator was returned and received by the MFR for analysis on (B)(4) 2011. However, product analysis has not been completed to date. The lead could not be returned for analysis, as it was retained within the pt. A battery life calculation was performed using the history available in the in-house programming database which resulted in approx 0.57 years until eri=yes.

Manufacturer narrative:
Device failure is suspected, which is believed to be related to the serious injury.